Manufacturer narrative:
(B)(4). Date sent: 08/06/2021. D4: batch # u5cy4u. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. In addition, the device was received with body fluids on the anvil and guide face. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to difficult to removed, open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/12/2021. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoid resection in case of a tumor in the colon. What surgical procedure was performed? Sigmoid resection. Is it the surgeon¿s normal routine to open only 1 counter-clockwise revolution of the adjusting knob to open the device? Yes. Was the post-op care of the patient altered? If yes, please explain. No. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon itself. Very experienced with the manual circular stapler of ethicon for many years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, but because it got stuck the anastomosis wat ruptured. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? No, the anastomosis was ruptured and visually confirmed. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? Immediately. How was the leak identified? Visually identified. What was observed at the site of the leak upon reoperation? No reoperation, a new anastomosis was made. How was the leak addressed? What is the current status of the patient? Discharged.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Is it the surgeon¿s normal routine to open only 1 counter-clockwise revolution of the adjusting knob to open the device? Was the post-op care of the patient altered? If yes, please explain. Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Sigmoid resection, (B)(6) 2021. It was reported that after firing the device the user noticed tactile and audible feedback when cutting through the breakaway washer. The device was opened by turning adjusting knob counterclockwise for 1 complete 360° revolution. The breakaway washer was however not pierced fully and because of that the tissue got stuck and wouldn¿t get out of the stapler. After retracting the device the anastomosis ruptured and for that reason a complete new anastomosis had to be made. For this extra intervention 3 echelon 60mm reloads and a new manual circular cdh29a stapler was used.